Event description:
It was observed that during the device evaluation, the nozzle of the colonovideoscope was not clearing in less than 10 seconds. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the nozzle not clearing, however olympus could not presume the cause of the event because the device inspection did not find foreign material or deformation at the nozzle. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.